Manufacturer narrative:
Other applicable components are: product ID: 3888-45, lot# v027472, implanted: (B)(6) 2007, explanted: unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that the patient had a lead issue. The caller stated the device was replaced with a different system after the lead stopped working. The caller stated their device worked for quite a while, but gradually got worse and wasn¿t giving them pain coverage. The patient started having problems with the device and started needing to take more pain medication. No falls or trauma were reported. No further complications were reported.